Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 11/15/2021. H6: investigation: customer returned (8) 3/10cc, 8mm, 30g syringes in open poly bags from lot # 0286309. Customer states that there was presence of liquid in the barrel before use. All returned syringes were examined and no foreign matter was observed. All samples were also tested and no foreign matter came out of the cannula when the plunger rod was fully depressed on any of the samples. A review of the device history record was completed for batch # 0286309 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text: see h10.

Event description:
It was reported that 1 bd insulin syringes with bd ultra-fine¿ needle had foreign matter in the fluid path. The following information was provided by the initial reporter: the customer reported the presence of liquid in the barrel before use and thus stopped using this affected product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringes with bd ultra-fine¿ needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer reported the presence of liquid in the barrel before use and thus stopped using this affected product.